Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 256 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, the customer resumed insulin delivery following the occlusion alarm and troubleshooting with tandem technical support was declined.